Manufacturer narrative:
(B)(4). One used ls3092 was received for evaluation. Visual inspection found one broken and missing snap from the electrode jaw. The customer reported that the device stopped working. The reported condition was not confirmed. The device was tested for activation on simulated tissue. The device tested normally with visually acceptable seals and end tones indicating completed seal cycles. The investigation found the device to function normally and within specifications. No failure mode was identified. An additional failure was found during the investigation. The additional findings did not contribute to the reported condition. The investigation found one broken snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly prior to use. This damage can also be caused by multiple assembly attempts.

Event description:
The customer originally reported that the device stopped working during an abdominal hysterectomy. Another device of the same type was opened and used to complete the procedure. The device was returned for evaluation with a broken and missing snap pin.